Event description:
It was reported that the patient¿s device didn¿t work. The patient reportedly never had therapeutic effect. Per manufacturer's device registry, the patient's device was explanted on (B)(6) 2012. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# j0349512v, implanted: (B)(6) 2004, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).